Event description:
It was identified that the customer's basal programming was unknown. The customer reported that they got the new insulin pump and they had high blood glucose and noticed they had no basal programming in the insulin pump. The blood glucose at the time of the event was unknown. The customer declined troubleshooting for high blood glucose. The insulin pump was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.